Event description:
The manufacturer received information from a third party service center, alleging an issue with a ventilator's oxygen blending module board. The component only was returned to the manufacturer's product investigation laboratory for further evaluation. During the evaluation of the component, failed test steps during testing were observed. The root cause of the failure was found to be caused by a faulty airflow sensor on the oxygen blending module board.